Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level, value was not provided. Customer was treated with an intravenous insulin and fluid drip, and was released from the hospital five days later with no permanent damage. The cause for the reported issue was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.